Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative. (B)(4): the investigation identified a potential false negative in the lcx region; after the initial analysis was delivered, a second analysis completed as part of ongoing quality review resulted in a decrease in the ffrct value from 0.77 to less than 0.50 in the lcx region. Since the ffrct value of 0.77 was calculated in the large lcx vessel, the reported change to an ffrct value of less than 0.50 is potential clinically relevant. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient.

Event description:
Heartflow identified a potential false negative result.